Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is uknown, the sample was not requested.

Event description:
Global field surveillance received the following on (B)(6), 2010 from global pharmacovigilance: the reporter indicated that the reporter first called the nurse on (B)(6) 2010. The patient had cloudy effluent and peritonitis, and asked if extraneal could be the cause of chemical or sterile peritonitis. It was indicated that cultures were sent to the lab but so far had no growth. On monday, (B)(6) 2010, the nurse indicated there was still no growth. Follow up information received from the patient's nurse on (B)(6), 2010 is as follows: on (B)(6) 2009, the patient began peritoneal dialysis (pd) therapy. At the time of the event, the patient was performing pd therapy with 10l of dianeal (lot number was unknown) and 2l of extraneal (lot number was unknown) using the cycler only. On (B)(6)2010, the patient developed cloudy effluent in his drain bag. The patient was asymptomatic (for peritonitis). On (B)(6) 2010, a culture of the patient's pd effluent was taken. Preliminary results showed no growth, but final results showed skin flora bacteria/diphtheroids. There was no tunnel site or exit site infection associated with the peritonitis. On (B)(6) 2010, the patient was treated with 1 dose of vancomycin (route and dosage were not reported) and he was started on ceftazidime (route, dosage and frequency were not reported). The patient continued pd therapy without interruption or change in dosage. The nurse stated the event of peritonitis was not related to the dianeal or extraneal solutions or the homechoice machine. Additional information obtained on 10/19/2010 is as follows: the nurse indicated the patient's transfer set was being changed per routine maintenance the day the patient was diagnosed with peritonitis and they saw the patient had cloudy effluent. The nurse indicated the peritonitis has resolved. There was no allegation made against any of the patient's baxter pd disposables or solutions. The nurse indicated the peritonitis was likely due to touch contamination but the patient denies this. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10f16084, h10g19094, h10h17120) with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the use error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.